Manufacturer narrative:
Block h6: imdrf device code a05001 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a product demonstration performed on march 5, 2024. After the handle was rotated, the bands did not deploy. It was noted that no difficulty was experienced upon setting up the device. There was no procedure involved and the device was not used in the patient.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a product demonstration performed on (B)(6) 2024. After the handle was rotated, the bands did not deploy. It was noted that no difficulty was experienced upon setting up the device. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a05001 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it and ligator housing teeth were bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing still had the seven bands attached to it and ligator housing teeth were bent. It is possible that this might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h11 (correction): block h10 has been updated reflecting the healthcare facility information.